Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product showed acute pocket pain and increase drainage from the implant, a hematoma was noted. The system remains implanted. There were no additional adverse effects reported.

Manufacturer narrative:
The device manufacture date for this product is may 11, 2015.

Event description:
Additional information noted that gauze dressing was applied.